Event description:
It was reported the patient's blood glucose level rose to 447 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) 11:20 am 290; 12:30 pm 313; 1:47 pm 447; 6pm 337 (switched pods); 7pm 260.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be stretched. Leak testing showed a tear in the external portion of the soft cannula resulting in an external leak. It could not be conclusively determined how or when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.